Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, site informed intuitive surgical, inc. (Isi) technical support engineer (tse) that vio dv integrated electrosurgical unit (iesu) had no monopolar energy output. Site stated that monopolar energy on the iesu was working normally for one hour before, and then the neutral pad connection turned red with repeated m-02 error. Before the phone call, site had power cycled the iesu and replaced the neutral pad and the neutral pad cable, but the issue was not resolved. Tse confirmed several m-02 errors in the logs. Tse had site power cycle the iesu again, but the issue persisted. Tse had site test the neutral pad on operating room (or) staff¿s skin without success. Tse had site use forcetriad esu for monopolar energy to continue with the procedure. The procedure was completing as planned with no reported injury. The customer called back to state they did find the forcetriad activation cable. The tse guided the caller to setup the forcetriad generator and the surgeon successfully completed a test utilizing monopolar curved scissors instrument.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). As of the date of this report, the iesu has not yet been received by isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. During power on test, error m-02 error occurred. Upon visual inspection, no issues were found that would be related to the reported event. The probable root cause of error m-02 may be attributed to a fault of a component or module within the generator causing a timeout.